Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, label damage, cracked case (battery tube), and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify keypad unresponsive or button error alarm due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and insulin pump buttons were unresponsive. Customer stated that they were trying to replace the battery of the pump but it wont turn on. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. Customer stated that they having issue with all buttons on the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.